Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an attempted right ventricular (rv) lead implant, following the second extension-retraction effort due to positioning requirements, this lead exhibited high out of range pacing impedances measurements and no capture. The lead was then removed and confirmed to have a nonfunctional helix mechanism. A new rv lead was successfully implanted in absence of adverse patient effects and discharged the following day. The attempted implant rv lead is not expected to be received back for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The lead previously reported as not being returned, was received and analysis conducted.